Event description:
Following a diagnostic procedure, the physician attempted closing the arteriotomy with a tsl 6fr. Closer device. The device was successfully deployed. When the physician advanced the knot down into the tract and flush with the arteriotomy, the j-tip was sheared off the sheath, inside the artery. A vascular surgeon was called to remove the j-tip. Minimal blood loss was noted. The pt recovered without incident.